Event description:
Pt with dilated nonischemic cardiomyopathy, biventricular systolic heart failure, mssa native tricuspid valve endocarditis s/p heartmate 3 lvad, tricuspid valve repair and ICD explanation (B)(6)2021 at (B)(6), massachusetts. He had streptococcus mitis bacteremia in (B)(6) 2022, mssa lvad driveline site infection in (B)(6) 2023 and in (B)(6) 2023 at which time he also had bacteremia. In addition to appropriate antibiotic courses for each infection, he also had lvad driveline site debridement (B)(6)2023. CT chest, abdomen, pelvis with contrast supports local driveline infection without an abscess, splenic infarct which raises concern for bacteremia, endocarditis/endovaditis and mediastinal lymphadenopathy which may be reactive. Lvad driveline site culture revealed pansensitive pseudomonas aeruginosa. Multiple blood cultures show no growth to date. He had lvad driveline site debridement (B)(6)2024. Was admitted for elective pump exchange (B)(6)2024 due to device infection. Operative course "very difficult dissection of hm3" - prolonged surgical time and cpb time (cpb 303min). Small amount of purulent material found around the driveline and also around the sewing cuff of the pump. Patient was discharged on with wound vac at previous driveline site.